Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional.

Event description:
Litigation alleges loosening. Doi: (B)(6) 2010; dor: none reported; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.